Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the patient suffered a burn as a result of the energy burning through the melted insulation of the electrode.